Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the driver broke. When the doctor put the screw in the pediculus, the doctor experienced resistance because of which he continued trying and the breakage occurred. No fragment of the instrument remaining in the patient. There were no patient symptoms or complications as a result of this event.